Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) and consumer via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 160 mg/day via an implantable pump. It was reported that 7 motor stalls and recoveries occurred since (B)(6) 2020 ¿for no reason¿. There were no environmental, external or patient factors that might have led or contributed to the event. The patient had not been near a magnet or MRI. Logs showed: motor stall on (B)(6) 2020 at 23:18 recovery on (B)(6) 2020 at 23:52 motor stall on (B)(6) 2020 at 20:15 recovery on (B)(6) 2020 at 20:23 motor stall on (B)(6) 2020 at 15:58 recovery on (B)(6) 2020 at 16:52 motor stall on (B)(6) 2020 at 20:11 recovery on (B)(6) 2020 at 20:22 motor stall on (B)(6) 2020 at 10:55 recovery on (B)(6) 2020 at 12:36 motor stall on (B)(6) 2020 at 14:29 recovery on (B)(6) 2020 at 15:53 motor stall on (B)(6) 2020 at 13:53 recovery on (B)(6) 2020 at 15:28 pump volumes were checked on (B)(6)2020; it was initially reported that the actual reservoir volume (arv) and expected reservoir volume (erv) were ¿the same¿. However, it was further reported that the erv was 10.7 ml, and the arv was 11 ml. The patient did not experience withdrawal symptoms. No symptoms/patient complications were reported. No [further] troubleshooting was performed. Surgical intervention was planned but had not been scheduled [yet]. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s weight, medical history, and other medications was unavailable.

Event description:
Additional information received noted that the pump had been recently implanted. The physician wanted to try to change the drug concentration from 2000 mcg/ml to 1000 mcg/ml baclofen, with the aim to increase the motor speed for delivering the drug to see if that would solve the issue. Technical services reviewed that motor stalls are not related to the speed of the rotor. As of 2020-may-12, the pump had not yet been explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area. Analysis identified fluid/crystallized residue on the feedthru posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consitent with a electrical short. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2020-may-31 indicated that the pump was explanted on (B)(6) 2020 and was being returned.